Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the model number and lot number. Therefore, the manufacture and expiration dates are unknown. Block d6a: exact date unknown, implant procedure occurred in (B)(6) 2024. Block h6: device code a1401 is being used to capture the reportable event of balloon deflated.

Event description:
It was reported to boston scientific corporation that an orbera intragastric balloon system was implanted on an unknown date in (B)(6) 2024. After 6 months of the implantation the patient presented blue colored urine on (B)(6) 2024. There were no patient complications, the patient's condition was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.